Event description:
It was reported that the patient with this pacemaker presented to the emergency department reporting to have exhibited syncope. Pacemaker mediated tachycardia (pmt) episodes for the same day were recorded, these episodes appeared to be atrial driven. Technical services (ts) was consulted and noted within range measurements and electrogram (egm) showing the device to be functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.